Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called in to report that insulin leaked past the second o-ring and the customer had high blood glucose levels. The customer's blood glucose level was 500 mg/dl. The customer's reservoir will be replaced and returned.